Event description:
A customer reported the footswitch presented a problem during a vitrectomy procedure. The procedure was completed with the same system and accessories. There was no impact to the patient.

Manufacturer narrative:
A footswitch was received at for evaluation. A visual assessment of the returned sample revealed the right heel switch was stuck and would not activate. Additionally, a large amount of white deposits, characteristic of dried balanced saline solution (bss) ingress, on and in the right heel switch assembly was seen. An investigation was opened on this issue. The root cause of the reported event can be attributed to fluid ingress on the pin of the heel switch. An internal investigation has been opened. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).